Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: the patient was allegedly hospitalized due to his toe swelling to "double the size" and due to the patient developing an infection that required a procedure, stitches, and is now on intravenous antibiotics. The activ.a.c.¿ ion progress¿ remote therapy monitoring system is on hold. On (B)(6) 2022, the following information was reported to kci by the physician's representative: according to the physician, the activ.a.c.¿ ion progress¿ remote therapy monitoring system may have contributed to the patient developing acute osteomyelitis. The patient underwent surgery to resolve, and the patient is doing better. On (B)(6) 2022, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2022, the device was placed with the patient. On (B)(6) 2022 the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection requiring antibiotics and surgical procedure is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: warnings: wound infection, call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: -you have a fever ,-your wound is sore, red or swollen, -your skin itches or you have a rash or redness around the wound ,-the area around the wound feels very warm, -you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area, disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.